Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, she tried to treat it with a bolus via the pump. Subsequently, on (B)(6) 2021, she was admitted to the hospital because of a bent cannula. The infusion set had been used for approximately 3.4 hours. During hospitalization she was administered fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Secondly, on (B)(6) 2021, the patient again went to the emergency room due to same issue and stayed there overnight. She was admitted to the hospital due to high blood glucose level approximately 600 mg/dl, as the infusion set cannula was bent and she did not receive insulin properly. The infusion set had been used for approximately 3.5 hours. During hospitalization she was administered fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.